Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor pushed a pcb00 21.5 diopter intraocular lens (iol) up and something looking like a piece of silicone came out of the injector. Therefore, the doctor called for another lens to be used. Reportedly, there was no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/14/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The intraocular lens (iol) was observed stuck at the cartridge tip. The condition in which the sample was received indicated that the unit was handled and prepared for the surgical process. The device was analysed using the fourier transform infrared (ftir) spectroscopy and the scanning electron microscope (sem) equipped with an energy dispersive x-ray (edx) - sem/edx. The results revealed that the material inside the cartridge is an iol exposed to salt (sodium chloride), possibly dried salt buffer solution. The customer's reported complaint was verified, however, it can be discarded that the material came from the manufacturing process; since this salt is not consistent with the material used in the clean room or the component materials. The source of the material identified could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.